Manufacturer narrative:
Product analysis: the distal tip was flared. The stent was positioned between the inner shaft markers as per specification requirements. A number of struts on the 7th and 11th distal stent segments were slightly raised and misaligned. (B)(4).

Event description:
The device was removed from the packaging per the instructions for use, inspected and prepped prior to use with no issues noted. It is unknown if the lesion had been pre-dilated. Physician was attempting to use one endeavor resolute drug-eluting stent in an unknown lesion. It is reported that stent deformation occurred during positioning of the device. There was no resistance encountered when advancing the device and no excessive force was used. It is unknown if the device passed through a previously deployed stent. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. There was no injury to the patient. Please note that this device (resolute endeavor) is not marketed in the united states; however it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.